Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (batch no. A47948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding, dyspareunia, pregnancy induced hypertension and fetal movements decreased. Previously administered products included for an unreported indication: mirena on (B)(6) 2012. Concurrent conditions included abdominal pain, peritoneal adhesions, adenomyosis and chronic cervicitis. Concomitant products included medroxyprogesterone (depo provera) for ovarian cyst as well as prenatal vitamins and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (she underwent hysterectomy with unilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the perforation and dyspareunia outcome was unknown. The reporter considered dyspareunia and perforation to be related to essure. The reporter commented: per mr: (B)(6) 2013; left trailing coils: 4 right trailing coils: 4. ¿concerning the injuries reported in this case, the following one was described in patients medical record: dyspareunia." Most recent follow-up information incorporated above includes: on 20-jun-2018: reporter information was added. This case concerns adult patient. Her historical medication/condition and concurrent conditions were added. Essure indication was added. Essure lot number was added. Essure insertion date was updated. Concomitant medications were added. Event: dyspareunia (painful sexual intercourse) was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (batch no. A47948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding, dyspareunia, pregnancy induced hypertension and fetal movements decreased. Previously administered products included for an unreported indication: mirena on (B)(6) 2012. Concurrent conditions included abdominal pain, peritoneal adhesions, adenomyosis and chronic cervicitis. Concomitant products included medroxyprogesterone (depo provera) for ovarian cyst as well as prenatal vitamins and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (she underwent hysterectomy with unilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the perforation and dyspareunia outcome was unknown. The reporter considered dyspareunia and perforation to be related to essure. The reporter commented: per mr: (B)(6) 2013; left trailing coils: 4 right trailing coils: 4. ¿concerning the injuries reported in this case, the following one was described in patients medical record: dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.